Event description:
It was reported that the patient received inappropriate shocks. It was also reported that the lead alert was triggered due to noise, oversensing, a "conspicuous" impedance trend, and several non-sustained tachycardia episodes. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the outer tubing overlay melted, there was blood in/on the helix/lobe mechanism, and visual analysis revealed apparent explant damage. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed sensing - oversensing, 12 - ventricular nst<=210 ms between (B)(6) -2012 and (B)(6) 2012, 5 - lfp high rate-ns <= 205 ms average v-cycle (B)(6) 2012 in the timeframe between 11:11:04 and 11:46:49, sensing - interference/noise, ventricular short interval count v-sic=22.8 counts average/day, in 20.65 days, between (B)(6) 2012 and (B)(6) 2012, impedance - resistance/impedance increase, weekly pace measurement log data shows an increase for max ventricular pace bi impedance = 437 to 1634 ohms peak between (B)(6) 2012 and (B)(6) 2012, std review - lead integrity alert triggered, 1 - patient alert for lead failure predictor on (B)(6) 2012.